Event description:
Pt status post distal humerus plate implanted approx two years ago for a non-union returned to surgeon noting he heard something pop in his arm. X-rays on (B)(6) 2012 showed three broken locking screws and one broken cortical screw. Pt was returned to operating room on same day, (B)(6) 2012 with surgeon removing the four broken screws, leaving the plate intact. In addition pt was revised to add'l broad lcp plate. Surgeon noted pt was non-compliant and this was the pt's third revision. This is 3 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant date is reported as (B)(6) 2012.

Manufacturer narrative:
Implanted approx two years ago. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.